Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture as well as bilateral diminished sensitivity, and misshapen left implant. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified device with broken shell, missing shell, and fold creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified striated broken and wear abrasion. Based on the device analysis the final assessment was a striated edge broken due to surgical damage in the posterior side and missing shell assessed as inconclusive. Additional, changed, and/or corrected data: h.3, h.6.

Event description:
Healthcare professional reported a left side rupture, diminished sensitivity, and misshapen. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.